Manufacturer narrative:
On 5/24/2019, mentor updated the patient codes, to breast pain, neurological deficit and anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 23, 2023, patient called mentor to report that she was diagnosed with bilateral capsular contracture bgr 2-3. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain tingling, burning sensation concomitant medical products: left- mentor smooth round moderate plus profile 350cc saline breast implant, catalog number 3502350, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 350cc saline breast implants which patient started feeling itching, burning, and pain on the right side and implant looks lower than the left side after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date